Event description:
It was reported that the procedure was to treat a 90% restenosis of a non-abbott stent in the mid right coronary artery with mild tortuosity and mild calcification. The 4.0 x 12 mm nc trek balloon catheter was prepared per the instructions for use and advanced to the lesion without issue. The balloon catheter was inflated to 12 atmospheres; however the balloon ruptured during the first inflation. A non-abbott balloon catheter was used successfully and the procedure was completed with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.